Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of erosion is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was unable to articulate the pump. During cystoscopic evaluation, urethral erosion was identified. Air was subsequently noted in the system during surgical evaluation, and the device was revised to remove the air. The erosion was reported to be unrelated to the pump issue and the device was explanted. There were no further patient complications reported.